Event description:
Patient was revised to address dislocation. The locking ring was also found to be broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/24/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. Prior to revision the patient was experiencing pain. Records indicate upon revision poly debris was removed from the hip. There is no new information that would change the existing MDR decision. Doi: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One image of a radiograph was returned for analysis along with an explanted femoral head (articuleze 28+1.5) and self-centering bipolar hip (42 mm). The x-ray image clearly shows the head dislocated from the self-centering construct. The cup is rotated to face superolaterally. The cup positioning does not indicate that the cup failed; the cup is designed to articulate within the acetabulum. No other anomalies or issues were noted in the image. The bipolar construct consists of three components: cup, liner, and locking ring. The locking ring is designed to hold the head within the cup. On the returned instrument the mating feature that locks the ring into the liner has been completely sheared off, allowing the locking ring and femoral head to come loose from the cup and liner. Not only would significant forces have been required to shear away this mating feature, but the cup would have had to resist the force and remained stationary. If the cup had not been lodged in place, the forces would have resulted in rotational movement rather than component failure. It is not clear what secured the head in place. However, because the apex of the head is rotated inferomedially in the x-ray image, the obstruction was probably not inferior to the cup. It is likely that the obstruction occurred superolaterally, inhibiting the hip from adducting and transferring the adducting force directly to the poly locking ring as the femoral head pushed laterally. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.